Event description:
It was reported by the customer that a bd pyxis¿ es server orders were not available in device for nurse to dispense. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not available in device for nurse to dispense. A technical support specialist found that the issue was caused by the discontinuity of the medication, the nurse attempted to dispense medication after the end date and time. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.